Event description:
Same case as:2134265-2014-07938. Reportable based on device analysis completed on 04dec2014. It was reported that the coil was unable to progress through the catheter. A 10mm x 40cm interlock¿-35 and a 12mm x 40cm interlock¿-35 were used to treat the target lesion located in the portal vein. During the procedure, the physician inserted a 10mm x 40cm coil to a non bsc 4f diagnostic catheter. As a result, the coil was unable to progress through the catheter. Both the coil and catheter were withdrawn from the patient. The physician then attempted to use a 12mm x 40cm coil with the same catheter but the same problem occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed a missing interlocking arm of the main coil.

Manufacturer narrative:
(B)(4). A coil was returned with a pusher wire inside an introducer sheath for analysis. A visual inspection was performed. The pusher wire was removed from the introducer sheath. The pusher wire and the main coil was found to be kinked upon inspection. The introducer sheath was inspected and no damage was observed. A microscopic inspection was performed. The zap tip of the main coil was inspected and no damage was noted. The interlocking arm of the main coil was missing. The interlocking arm of the pusher wire was inspected and no damage was noted. The returned coil was returned with no interlocking arm attached. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. Failure to comply with these instructions will impact the performance of the coil. The information received reports a non-bsc microcatheter was used. (B)(4).